Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, initial reporter-correction, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional, the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be performed due to unable to get receiver to communicate with the global communication tool. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err call tech support. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.